Event description:
A malfunction was reported on the pump after the customer removed it while taking a shower, leaving it in the bathroom. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue reappeared.